Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.

Event description:
The distributor reported that during a procedure, the capio device was handed back to the scrub tech by the physician without the needle tip. An x-ray was taken, but the needle tip was not located. The hospital is assuming that the needle tip had broken off during usage and that is why it cannot be accounted for. The location of the tip is unknown at the time. There was no adverse patient outcome reported.